Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to dislodgement, loss of capture and muscle stimulation. It was believed that twiddler syndrome resulted in the lead being pulled into the pocket. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.